Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive board and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not turn on (no boot). There was no patient injury or death reported.